Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The hex driving end of both devices fractured off and were not returned. One fractured at the swivel joint and the other fractured just below the hex. The devices were manufactured in 2001 and 2011 and exhibit signs of extensive wear / usage. An overload fracture can occur if the mechanical loads applied to the hex driver exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure, both ball joint screw drivers snapped while screwing in screws. No delay. Backup device available. No injury or impact to patient reported.